Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: ruptured.

Event description:
Healthcare professional reported "rupture" against right device. The device has been explanted and replaced. The manufacturer of the device is unknown.